Manufacturer narrative:
For locking issues variax2 screws are considered as contributing to the reported failure. The device (plate) is considered as concomitant and did not contribute to the reported failure mode as per r&d investigation. Despite the returned plate being concomitant, it was still examined. Visual inspection revealed all 4 locking threads to be worn out by attempts to lock the corresponding screws into the plate. A review of the device history for the reported lot did not indicate any abnormalities. No deviation from the specifications was noted. No indications of material, manufacturing or design related problems were found during the investigation. For further information please refer to the investigations of the associated locking screws. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
As reported: "no blocking was possible - the plate had to be removed. Replacement was available. Surgical delay of 15min. Not longer."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "no blocking was possible - the plate had to be removed. Replacement was available. Surgical delay of 15min. Not longer."